Event description:
It was reported the patient presented for explant. Prior to the procedure, it was discovered the leadless pacemaker (lp) exhibited loss of capture and sensing due to a microdislodgement. The lp was explanted. The patient was in stable condition.